Event description:
It was reported that there was difficulty inserting the hex wrench in the set screw. A different hex wrench was used and the set screw detached. The device was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported event of the setscrew became stuck to the torque wrench was confirmed. Analysis revealed the user of the torque wrench attempted to force the wrench tip into the hex inset of the setscrew without the wrench tip being aligned to go into the hex inset. With the force used, the corners of the wrench tip dug in and were wedged into the hex inset walls of the setscrew. This firmly stuck the wrench tip in the setscrew inset. The stuck setscrew was then pulled out of the device through the septum attached to the wrench tip. No setscrew or wrench anomaly was found. This was caused by the user not correctly inserting the wrench tip into the setscrew.